Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger would not recognize that his battery packs were inserted. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was performed. Upon investigation, the battery charger/modem was resetting when a battery pack was inserted. The cause for the resets was isolated to corrosion of the battery charger's battery board. The root cause for the corrosion was likely contamination. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.